Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several episodes with inappropriate therapies. The last episode with inappropriate therapies was due to oversensing. During the lead revision, insulation abrasion behind the yoke was observed. A new lead was implanted.